Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 2.2 was failed and it was unable to recover. The field service engineer (fse) had accessed the back of drawer 2 and reseated all cables. After powering on the pyxis, the light continued blinking, so the unit was powered off again. The fse was replaced the retractor band on drawer 2.2, powered on the medstation, and logged into the hardware test application (hta). And the fse was opened the drawer 2.2, most of the second-row cubies were unresponsive. The fse was force-released them and found a packaged pill obstructing a connection. After removing the obstruction, all connections were cleaned with alcohol wipes, debris was cleared, and the cubies were reseated. The fse had removed the additional trash between cubies and the system was rebooted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 2.2 was failed to detect on bus. Customer tried to reboot/ recover the drawer, but issue wasn¿t resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.